Event description:
Customer reported a failed battery test alarm on the insulin pump. She stated that the blood glucose was high due to the failed battery test which had interrupted the flow of insulin. The blood glucose reading was 415 mg/dl. Customer treated with a bolus from the insulin pump. Customer had been using batteries from other devices, such as remote controls. She was assisted in clearing the alarm and advised to check the contacts on the battery cap for damage. She stated that the contacts were not missing or damaged and that the battery compartment and spring were not corroded or damaged. She was advised to clean the contacts with alcohol and reinsert a new battery once dry. Customer reported that the display was blank, tried again and then received another failed battery test alarm. Customer stated that the insulin pump was not bumped, dropped, or exposed to moisture and showed no signs of physical damage. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.